Manufacturer narrative:
Patient information requested. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures on the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the site took a spin and checked accuracy with the passive planar. A little bit later, the site alleged inaccuracy of a centimeter. There was no reported delay to the procedure due to this issue and no known impact on the patient outcome.